Manufacturer narrative:
We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the insertion flexible tube (ift) buckled, the angle wire play, the segment corroded, the water jet tube leak, the objective lens unit scratched, the junction case loosened, the lg prong top loosened, the bending rubber worn out, the root brace rubber discolored, and the lg root brace rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.